Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed recorded episodes of inappropriate automatic mode switch. Isometric movement revealed that the episodes were caused by reproducible over-sensed noise exhibited by the right atrial lead. Programming interventions were made. The patient was stable.